Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced pacing inhibition and asystole greater than two seconds due to crosstalk oversensing of the supraventricular tachycardia (svt) on the ventricular channel. The patient is pacer dependent and in chronic atrial fibrillation. The device had recently been moved from a subcutaneous position to a subpectoral position and it is suspected that the rv lead may have moved at that point. The physician elected to put the left ventricular (lv) lead in the right ventricular (rv) lead port and is-1 terminal pin of the rv lead in the lv port to get around this issue. Boston scientific technical services (ts) advised this is off label use. The field representative reported the leads had been successfully repositioned in the header and the defibrillation threshold (dft) test results were good, sensed appropriately and converted the patient. There were no additional adverse patient effects reported.